Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to address pain and serious back issues due to asr implant.

Manufacturer narrative:
After review of medical records, it was determined that this electronic report was reported twice.